Manufacturer narrative:
Device evaluated by a third party.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device was unable to power the internal battery. The device's battery cable was replaced to address the issue.

Manufacturer narrative:
The previous report was checked other under section h. The correct answer is product problem.